Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device performed and unexpected update during a case. A technical support specialist reviewed the event viewer logs and discovered that the system had rebooted without a proper shutdown. This error may have occurred due to the system becoming unresponsive, experiencing a crash, or losing power unexpectedly. Additionally, pending windows updates had been successfully applied. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly initiated an update during a procedure. The customer indicated that it was necessary to transfer the patient to an alternative operating room resulting in a delay in the administration of the medication. There were no adverse events or injuries reported based on this incident.